Manufacturer narrative:
Manufacturer's investigation conclusion: a direct relationship between the device and the reported event could not be conclusively determined. No atypical alarms were captured in the submitted log file and the pump remained above the low speed limit for the duration of the log file. The submitted log file appeared to show the system operating as intended. The patient remains ongoing on vad support. Hemolysis is listed in the hmii IFU as an adverse event that may be associated with the use of heartmate ii left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device- 1 year, 11 months. The investigation results will be provided in a subsequent submission.

Event description:
The patient was implanted with left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient was admitted due to an elevated ldh in low 600s with a therapeutic inr. The manufacturer's technical service representative reviewed the log file and observed pi events with power and flow trending fairly flat. There were some noted spikes in pi that produced a slightly downward trend. No notable alarms were observed. The patient continues to have elevated ldh. Echocardiogram (echo) shows adequate left ventricle unloading, but shows mild aortic insufficiency which may explain some of the hemolysis. Plasma free hemoglobin was 8.3mg/dl. The patient was given bivalirudin with downtrending ldh. Warfarin will be restarted as ldh comes back down to baseline.